Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy on a patient that previously had a clip deployed in the breast, there were calcifications at the 6 o'clock position of the clip. Approximately 3mm from the calcifications, the probe locked up and the cutter stopped. They changed probes and had the same issue at the 8 o'clock position. While taking samples at the 10 o'clock position, the tech noticed plastic pieces coming out with the samples. They finished the biopsy with the probe.

Manufacturer narrative:
(B)(4). (B)(4). The mst8 device was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media in different position angles. No functional issues were noted. The probe was fully functional. Reported event could not be replicated, however, it is possible that the white plastic pieces resulted from the cutter rubbing and hitting the white housing edge during the sampling process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The patient received her scs system including an ipg and two percutaneous leads on (B) (6) 2006. It was reported that the leads had migrated from their original position. The physician explanted and replaced the leads on (B) (6) 2008. The explanted leads were returned to ans for evaluation. There is no further information available.